Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that the outer insulation of the lead developed a cosmetic depression while in vivo, and was observed to have blood ingression. Concomitant product: 5092-58 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that during a device upgrade the right atrial (ra) lead was found to have insulation damage. The lead had been functioning properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.